Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3-other (81):the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) the patient experienced unclear (waxy) vision and discomfort during night time due to glare and halo. The iol was explanted and replaced with a zeiss trifocal iol. Vision pre-operative: 0.6 and vision post-operative:0.6. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 19 april 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect intraocular lens (iol) was received cut in several pieces. The iol was cleaned and visual inspection under magnification found no issues that could cause or contribute to the complaint event. No further evaluation was performed. The complaint issue blurry, halos, glares and explant were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.